Event description:
It is reported that the device was implanted in 2002. Revision surgery occurred in 2007, due to breakage.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.